Event description:
Per the audiologist's report, this patient reported intermittent function when using his cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Cochlear recommended explantation/reimplantation surgery, but has not been notified of a surgery date.